Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic hernia repair. According to the reporter: towards the end of the procedure, the needle became detached from the suture material. The surgeon was unable to remove the suture from the abdominal cavity. An x-ray of the patient was taken, and it was attempted to remove the needle laparoscopically. The surgeon was unable to remove the needle laparoscopically. A decision to leave the needle in the abdomen was made as it was embedded in the abdominal wall and it was deemed a greater risk to the patient to perform a laparotomy to remove it.